Manufacturer narrative:
Device evaluation: the suspect front panel assembly was returned to vyaire and evaluated. The reported problem of "touchscreen freezing up" could not be duplicated and a conclusive root cause could not be determined.

Manufacturer narrative:
Vyaire reference number: (B)(4). Vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr confirmed that there was no display and ordered new display. The unit will be fixed when new part arrives. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that vela ventilator's touch screen was frozen. The customer reported that there was no patient involvement.